Event description:
It was initially reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ergp) procedure. According to the complainant, the device was being used in a tight spot and the catheter seemed to stretch or elongate within the scope. When the device was removed from the scope, it appeared to be mangled. A portion of the catheter was protruding out the side exit port. The procedure was completed with another wallstent rx biliary endoprosthesis. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; stent damage.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted and the inner lumen was exiting through the guidewire access port. During analysis, when an attempt was made to retract the distal handle, the inner lumen exited further and the outer sheath could not be retracted. The shaft was dissected and the inner lumen and stent were withdrawn. The inner lumen was kinked where it had exited through the guidewire access port and the distal stent wires were damaged. The most probable root cause for the reported event is operational context. Additional information received for the complaint states that the stent device was in a tight spot during the procedure. This could be a potential contributing factor to the complaint incident. A labeling review identified that the device was used per the rx biliary directions for use (dfu). The device history record (DHR) of the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been recorded for this lot. (B)(4).